Manufacturer narrative:
The device was not returned to olympus for evaluation and therefore the customer's allegation could not be confirmed. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): do not use any device suspected of having an abnormality. If any abnormality is detected during use, discontinue use. It may result in serious injury. If any abnormality occurs during use, such as disappearance of the endoscope image or inability to adjust the focus, the following items must be strictly observed and use of the product must be discontinued immediately. There is a risk of serious injury. Turn off the power to the video system center and immediately turn it back on to see if the image returns. If the image returns, pull the endoscope from the patient while viewing the image and discontinue use. If the image does not return, remove the camera head from the endoscope and pull out the endoscope while looking directly into the eyepiece of the endoscope. If various treatment tools are in use, withdraw the tools by the method deemed safest before withdrawing the endoscope. Based on investigation , since the actual device was not returned to olympus, the results of reproducing the phenomenon and the cause of its occurrence could not be determined. Olympus will continue to monitor the field performance of this device. A supplemental report will be submitted when additional relevant information becomes available and or received.

Event description:
Updates in event problem reported. The reported issue was found at preparation for use for a therapeutic procedure. The intended procedure was completed using a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head displayed an e226 communication error. There was no patient harm associated with the event.